Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10,h11. Corrected fields:e3,h6(medical device ¿ problem code). Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and found the unit had failed pim test. To fix the issue, the fse replaced the safety disk,drive side and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, that the cardiosave intra-aortic balloon pump (iabp) failed the pim test. There was no patient involvement reported.